Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plug of the bd angiocath¿ plus would disconnect easily. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: the nonconformance cannot be confirmed as no sample was returned for investigation. The complaint will be reopened if the sample is returned for investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: the root cause cannot be determined as no sample was returned for investigation.

Event description:
It was reported that the plug of the bd angiocath¿ plus would disconnect easily. There was no report of exposure, injury, or medical intervention.